Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopic lobectomy, suture line was incomplete at the center and the staples were poorly formed. New staple cartridge was used to complete the procedure. There was no patient injury.